Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was occurred the intermittent connection between the subject device and camera head at the maintenance. It was also occurred that image failure when the connector between the subject device and camera head was moved and the lamp of the subject device was turned to in standby. At the incoming inspection for the repair, olympus australia checked the subject device but could not duplicate the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation where the issue was not replicated. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the evaluation and manufacturer investigation, the probable cause is likely dust in the device as found by the service center. Dust accumulation would likely interrupt the connection and could cause the phenomenon as described by the customer. This issue is addressed in the instructions for use (IFU): "avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating."